Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported issue was verified and a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the contact prematurely stopped the demonstration pump during a device update. The touchscreen was black. The pump was able to be charged and reset; however, was unusable. The pump screen remained black. Tandem technical support assisted the contact with putting the pump into storage mode.